Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak was discovered approximately an hour after treatment initiation. The blood leak was noted as being an external blood leak. The leak was visually observed dripping from the seal at the bottom of the dialyzer. There was no defect or damage noted on the dialyzer. Treatment was paused. The patient's blood within the circuit was returned. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: a dialyzer from the reported lot was returned for evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 120°, with the ports at 0°, on the non-cavity ID end. The fiber fragment measured approximately 0.5 inches in length. An opposing end was not identified. The location of the fiber caused it to leak externally. There was no other damage or irregularities noted on the returned sample. The reported issue was confirmed. The probable causes for this failure occur are related to the handling of the fiber bundle during production and during the insertion process of the fiber bundle into the dialyzer housing. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. Additional information was obtained during follow-up with a user facility registered nurse (rn). The blood leak was discovered approximately an hour after treatment initiation. The blood leak was noted as being an external blood leak. The leak was visually observed dripping from the seal at the bottom of the dialyzer. There was no defect or damage noted on the dialyzer. Treatment was paused. The patient's blood within the circuit was returned. The patient¿s estimated blood loss (ebl) was approximately 50 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.